Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared how they were feeling and it is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms and initially self-treated for hypoglycemia (bread, sugar and milk). The customer then had to correct with 6 iu of novorapid insulin on (B)(6) 2026 and then took an additional humalog insulin on (B)(6) 2026. There was no report of death or permanent impairment associated with this event.